Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging or breaching the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The surgeon determined via a post-op CT scan that the superior implant was impinging on or had breached the neuroforamen and was irritating the nerve root. He performed a revision surgery later the same day where he backed out the superior implant a few millimeters to alleviate the impingement. No implants were removed. The patient is doing fine following the revision surgery.

Manufacturer narrative:
The patient had a recurrence of pain following a two week period of pain relief following the first revision. The surgeon does not think that the implants were contributing to the patient's pain complaints but decided to remove the remaining implants regardless. In (B)(6) 2017, the final two implants were removed. The status of the patient following the revision procedure is not yet known. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 2nd (middle): ifuse implant, p/n 7050-90, lot# 493724, mfd. 06/24/16 expires 2021-06, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493722, mfd. 06/24/16 expires 2021-06, UDI (B)(4).